Event description:
During the procedure, the surgeon asked the scrub tech for the device in order to drill on the patient's patella. The device was unable to provide sufficient torque for the surgeon to penetrate the bone. The surgeon attempted a fix of this malfunction by toggling the device from "drill" to "ream" and back to "drill". The device remained unable to provide sufficient torque. A new device of the same make and model was provided to the surgeon, which he was able to use successfully as he intended. The procedure was completed successfully with no harm to the patient.